Event description:
It was reported that this tachy lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and was not implanted. No adverse patient effects were reported.